Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump always cancels every bolus. The customer¿s blood glucose was unknown. Customer stated that bolus was not visible in daily history, and message that bolus was cancelled was not visible in alarm history. Customer perform self test and it was passed however the displacement test was failed. Customer stated that insulin pump did not detect that no reservoir was inside pump. The device will return for analysis.